Manufacturer narrative:
Reported event. An event regarding foreign matter and noise involving a mako saw attachment was reported. The event was confirmed. Method & results. -product evaluation and results: functional inspection confirmed the reported event. Oil can be felt on the saw attachment -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Saw and attachments very loud. Checkpoints at the edge of range at 1.2 and 1.4 for straight and sagittal attachments. All pieces showing signs of wear with dark grease like material around mouth of mics and attachments. Cuts were 1-2 mm deep but still acceptable for pressfit for surgeon. Case type / application: tka.

Event description:
Saw and attachments very loud. Checkpoints at the edge of range at 1.2 and 1.4 for straight and sagittal attachments. All pieces showing signs of wear with dark grease like material around mouth of mics and attachments. Cuts were 1-2 mm deep but still acceptable for pressfit for surgeon. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.